Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated insulin pump was not working, changed reservoir, changed sensor and nothing worked. Customer stated issues were sensors not connected after multiple attempts high blood glucose when used new insulin pump and when used older model, blood glucose were normal. Customer stated that they experienced pain in their rear. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.